Event description:
During baxter's functionality testing, a spectrum pump failed to properly detect upstream occlusions. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The failure to properly detect an upstream occlusion was confirmed through baxter's functionality testing. Further eval attributed this condition to cracks found in the upstream sensor tail pins. The upstream sensor was replaced.